Event description:
It was reported that the key function was not working. No patient injury was reported. Additional information received on 30-sep-2021: event date was unknown. Not in is use with patient at time of discovery.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged front panel, and input/output label. The tidal volume knob rubs on the battery compartment. There were no retaining screws on the connecting that demands valve to the bottom chassis, and the input manifold assembly screws are loose. The technician connected to an oxygen (o2) source and powered on device rotating from ventilate to flow. The reported issue was not confirmed. The function switch was operating like intended. The root cause of the reported issue was not determined. The customer's reported problem may be intermittent, other fault was found containing customer damages. The technician replaced the function switch as a preventative measure.